Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion during advancement causing the reported failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily calcified proximal left anterior descending (lad) coronary artery. The 2.25x15mm xience sierra stent delivery system (sds) failed to cross to the target lesion. When pulling the sds back into the guide extension catheter, resistance was felt. The sds interacted with the guide catheter and the stent strut flared. The sds and guide extension catheter had to be removed as a single unit. A non-abbott sds was used to complete the procedure without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.